Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for unknown /screw/unknown lot number. Original implant date sometime in 2014. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain after he was treated with a trochanteric fixation nail (tfn). In 2014, a patient was originally implanted with a tfn for a left intertrochanteric fracture. It was reported that the patient's bone was characterized as "bad." Subsequently, the patient experienced pain. On (B)(6) 2016, the patient underwent hardware removal of tfn, helical blade and screw; he was revised to a total hip. There was no surgical delay. The procedure was successfully completed and patient outcome was reported as fine. This complaint involves three devices.

Manufacturer narrative:
Retract statement "patient age not provided" we have the patient's age. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.